Event description:
It was reported that the patient underwent a surgery via posterior lumbar interbody fusion at an unknown level on an unknown date. The patient underwent a revision surgery to extend the fixation due to compression fracture. Post-operatively, rod breakage was confirmed. Bone fusion was not completed. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.